Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the procedure, a right groin hematoma "half the size of a baseball" developed. The hematoma resolved with applied pressure from a sandbag. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was no identified; therefore, a device history record review could not be performed.